Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned. Failure event observed during analysis. Final analysis found an external insulation abrasion breaching outer insulation at 10.5 cm to 11 cm from the connector pin, consistent with friction to the can.

Event description:
This report is to advise of an event observed during analysis.